Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit, weak battery, bolus stop alarm anomaly or blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery issue after installing replacement battery cap and three different batteries with alarms they were unsure about. Customer initially reported a blank display where the display returned after troubleshooting and new battery cap were sent. Customer stated that now even with new battery cap, battery out limit alarms were back. Customer was assisted with batter out limit troubleshooting. Customer's blood glucose level at the time was 128mg/dl. Customer stated that insulin pump alarmed during normal use. Customer stated that insulin pump had blank display after attempted to bolus. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.